Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized with a low blood glucose reading of 25 mg/dl on (B)(6) 2012. The customer also reported a hospitalization for low blood glucose on (B)(6) 2012. Troubleshooting was performed. Found that the customer's carbohydrate ratio was programmed incorrectly. Assisted with the correct programming. The reservoir volume was accurate. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that stress may have been a factor in the low blood glucose levels. Nothing further was reported.